Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards australian affiliate, during the transfemoral tavr procedure, a dissection developed in the right femoral/iliac vessel. A thrombus formed just above the puncture site. The dissection was repaired with an open cutdown, after which circulation in the leg was restored.

Manufacturer narrative:
Additional information provided indicated a 16fr esheath was used to gain access to the right femoral artery. The procedure progressed well although there was some difficulty advancing the crimped prosthesis through the esheath. Per report, the peripheral vessel was of minimal diameter and calcified at the aortic bifurcation. On removal of the esheath, intimal material was caught in the sheath seam. A contralateral shot of the vessel in the right leg revealed a blockage to blood flow. No pulse was detectable in the leg using doppler. The vascular cut down and dissected vessel were repaired both with good outcomes. Cine images were submitted to edwards for review. The following observations/impressions were made: the first image demonstrated the iliac anatomy was severely tortuous (kinked) and without calcification. The second to the last image (post valve deployment) showed the sheath tip in the thoracic aorta with no wire visible. It was not possible to confirm that the sheath was removed without the wire in place. The last image demonstrated the reported dissection. Impressions: it is suggested that the sheath is removed over a superstiff wire in tortuous anatomies. This can help avoid dissections and assist in repair when dissection occurs. The esheath and the introducer were returned to edwards for evaluation. Visual inspection of the sheath revealed that the liner was fully expanded (as intended) along the entire length of the sheath shaft, the distal tip was damaged, and the shaft had two kinks. The returned introducer was visually inspected and was found to have a major curvature on the shaft. The condition of the returned product (significant kinks and tip damage) is consistent with an interaction with significant vessel tortuosity and calcification. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the available information suggests that patient factors (minimal vessel diameter, tortuosity and calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the complaint history did not reveal that the occurrence rate exceeded the (B)(6) 2014 control limits for this failure mode. No corrective or preventive actions are required at this time.